Event description:
Patient developed erythema, pruritus and swelling three weeks after first injection of bovine collagen in glabella and cheek. Interventions have included locoid cream, claritin po, and intralesional kenalog injections. Effectiveness of interventions has been marginal.